Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a laparoscopic gastrectomy, the firing force was much higher than expected at the second firing on the blood vessel. A malformed clip ejected when the trigger was grasped forcibly. The device was able to be fired properly from the third firing. However, there was no clip left although the orange indicator showed the one clip remaining. Another device was used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n90h13. The analysis results found that the el5ml device was received with no damaged in the external components. Upon cycling, the instrument was noted to be empty and locked. The device is designed to lock out when all the clips have been fired. The orange indicator was fully orange, indicating no clips were left inside the device. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.